Manufacturer narrative:
Medical device problem code: (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to detach from catheter to deploy despite several manipulation. The clip eventually fell off from the catheter. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on february 24, 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to detach from catheter to deploy despite several manipulation. The clip eventually fell off from the catheter. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on march 23, 2022: the resolution 360 clip device was used in the colon during a hemostasis procedure. There were no patient complications reported as a result of this event.